Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the initial implant of this right atrial (ra) lead the physician experienced difficulty when trying to extend the helix. Additionally, the lead exhibited high out of range pace impedance of greater than 3,000 ohms when tested on the pacing system analyzer (psa). The physician attempted to reposition the lead numerous times but was unsuccessful. The ra lead was removed and a new lead was used instead. This ra lead was never in service. No adverse patient effects were reported.